Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The camera port wobbled was caused by the loosening of the scope mount. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the cause of the loosening could not be identified based on the information obtained from this complaint and the investigation results. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head's port wobbled. There were no reports of patient harm.